Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) reimplant surgery due to unspecified reasons. During the procedure a new aus was implanted. No information was provided about the patient's outcome. It was further reported that the patient experienced erosion in the past leading to the device being removed; once the patient had healed a new aus was implanted. There were no device malfunctions associated with the explanted device. The patient was said to be good after the procedure. No more information available through physician. Should additional information become available, it will be provided.